Event description:
It was reported that the patient presented with scrotal pain. A revision surgery was performed to move the pump and gram strain test was positive for infection of gram positive bacteria. The physician opted to remove and replace the entire inflatable penile prosthesis (ipp). There were no further complications and the patient fully recovered.

Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.